Event description:
Surgeon used 6.o aortic punch. It would not retract back. The aortic punch was stuck on the patient's heart tissue. After several attempts, the surgeon cut the aortic punch out of the heart tissue. The punch remained in a closed stuck position.